Event description:
Patient is seeking legal action. Ppd was received with medical records indicating bone loss.

Manufacturer narrative:
Depuy has received information stating that the depuy femoral head was used in conjunction with a competitor liner. Manufacturer: wright; product: liner. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.